Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 26 2007. Evaluation summary:the pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.

Event description:
The facility reported an infusion pump with an infiltration, failure to alarm condition. The failure was reported to have occurred during patient use. Reporter does not have information about the patient or drug being infused during the incident. The hospital representative stated that there were no reports of patient injury or medical intervention. No further information is available at this time.